Manufacturer narrative:
No device sample returned for manufacturer analysis. A lot number was provided; lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. As the patient has reported an alleged infection of both eyes, both devices in use at the time are being reported, see related manufacturers report number 9614392-2021-00013.

Event description:
The patient states that after instilling a new lens they experienced immediate irritation. The patient removed and rinsed the lens before reinstalling and continuing use for the remainder of the day, periodically instilling over the counter rewetting drops with no relieve. The patient states they following their normal cleaning and disinfecting routine and continued use with the lens for the following two days, still experiencing eye irritation, before seeking medical assistance. The patient states that the eye care provided advised the patient they had developed an eye infection in both eyes, the patient was prescribed an antibiotic and advised the patient not wear the lenses. After five days on the antibiotic the patient tried to resume lens use and again felt eye irritation and discarded the lenses. The patient opened and instilled a new pair of lenses and was able to use without issue, the incident has fully resolved. Good faith efforts have been made to obtain further information without success, additional information is unknown and no lenses have been returned for analysis. This event is being reported in an abundance of caution due to an alleged eye infection with unconfirmed diagnosis and lack of medical information.